Manufacturer narrative:
Suspect device: softclix lancet device.

Event description:
Customer states the lancet does not retract into the softclix lancet device. No adverse event reported. Requested return of suspect device and replacement was sent. No info provided to indicate where issue was discovered.